Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she is getting a no delivery alarm on her insulin pump. During the manual prime trouble shoot, customer stated that insulin was leaking out of the reservoir. Customer changed the infusion set and reservoir. Issue was resolved by replacing the reservoir. The blood glucose reading was 299 mg/dl. No further information reported.